Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. On (B)(6) 2016 at 3:00 a.m. The patient received a blood glucose result of 420 mg/dl, so he programmed a temporary basal rate of 140% on the infusion device. The patient received a result of 367 mg/dl at 7:00 a.m. And a result of 360 mg/dl at 9:30 a.m. A 12:15 p.m. His blood glucose result was 447 mg/dl, so his wife drove him to the hospital. The patient arrived at the hospital at 12:35 p.m. And his blood glucose level was 496 mg/dl on hospital meter. The patient was treated with insulin drip via IV. The next morning the patient's blood glucose level dropped to 90 mg/dl on the hospital meter and glucose was added to the insulin drip. The patient was hospitalized overnight. The infusion device was requested to be returned for product evaluation.